Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated, and no pacing pulses were noted. The device case was opened, and the battery was removed and replaced with an external power source. The current drain of the hybrid circuit was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The device was explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The device was explanted and replaced. No adverse patient effects were reported.